Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. The absorb device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional absorb referenced will be filed under a separate medwatch report.

Event description:
It was reported that the patient the index procedure approximately 1 year ago was for treatment of stable angina. The lesion was located in the non-calcified, non-tortuous, 70% stenosed proximal left anterior descending artery. Pre-dilatation was performed with an nc balloon catheter and the residual stenosis after pre-dilatation was confirmed to be less than 40%. Two 2.5 mm absorb scaffolds were implanted. Post-dilatation was performed with an nc balloon catheter followed by confirmation on angiography that the scaffold was fully apposed to the vessel wall and the residual stenosis was less than 10%. The patient was rehospitalized on (B)(6) 2016 experiencing angina and underwent revascularization for treatment of a 70% in-scaffold restenosis. A drug eluting balloon was used for treatment of the restenosis with a good result. The patient was confirmed to have been compliant with taking the dual antiplatelet therapy. No additional information was provided.